Event description:
It was reported that when stimulation was turned on and off the patient felt stimulation in the right leg to the foot since having the implantable neurostimulator (ins) put in. It was further reported there was a problem with the patient programmer (pp); the pp battery was looking low on the screen. It was reviewed how to change the batteries. The patient called back the next day and reported that the batteries were changed the day prior to the report but now the pp wasn¿t turning on at all. The patient was using (B)(6) batteries. The orientation was checked and the patient put the same batteries in and then described the pp low battery screen. New (B)(6) batteries were tried which resulted in the same screen. The patient then saw change program screen with a and no check mark, but prior to reviewing how to exit the screen the patient may have pressed the sync, stim on group a. The pp battery was full, implantable neurostimulator (ins) battery low or empty. A coupling problem was then reported, and the patient had not been trained on the implantable neurostimulator recharger (insr). It was reviewed how to reposition the antenna and press the start charge button, the antenna locate feature was used and the patient went from 32 to 64 but then the antenna locate stopped while the patient was getting the belt on. It was tried again and it went from 34 to 54 to 64 and resulted in full coupling. The patient further reported she felt stimulation the same when it was on or off; she felt stimulation down the legs which was like this since implant. The patient was also in pain which started the day of the report. It was noted that ins therapy was on. It was reviewed that when going through the screens on the pp the patient may have changed the settings. The patient called back and wanted to know why stimulation was going through her legs when the ins was not on; this had been going on for a couple of weeks. When she turned stimulation off at night she still felt stimulation in both legs. The patient turned stimulation off while on the phone and she said she felt it stop. The patient then went to lie down to see if it would start back up, and when she laid down she felt it start in her feet then go to her legs. The patient turned stimulation back on and stated it was going to both legs. The pp was used to see what the patient had available and she reported being on group a p1 at 3.70. The patient had b and c as well that both showed 0.0. The patient tried group c she activated it and slowly started to increase. The patient started feeling stimulation in her right foot and as she increased she could feel stimulation in her right leg but not her left. The patients increased to 4.2 and walked around, stood, and sit. The patient did not feel pain as this was happening. It was noted she was implanted for right leg, hip, and thigh pain but felt stimulation in both legs; it was really supposed to go mostly on her right; not having any trouble on her left. The patient called back and further reported she would turn off her stimulation and 30 minutes later would feel stimulation even though it was off. The patient did not check with the remote to verify after 30 minutes but did at the beginning when turning off. The patient was going to lower it to 0 volts to see if this helped. An appointment was scheduled at 10 a.m. The following day with the healthcare provider (hcp). There were no falls or traumas reported; it just started out of the blue. The healthcare provider (hcp) later reported that the patient spoke with the manufacturer on (B)(6) and was scheduled to meet with the manufacturer¿s representative (rep) on (B)(6) . It was noted that the patient had reported the ¿battery being off on the electronic device,¿ and she could feel it in her legs and feet even when the ins was not on. It was later reported that the patient met with rep. On (B)(6) and was scheduled for (B)(6) . No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6 ) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).